Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, peri-implantitis, inflammation, mobility.